Event description:
It was reported that, "case was scheduled as pca poly exchange. The poly that was inserted after the old one was explanted did not fit. The two polys side by side were different. The hospital had no records of the original poly implanted. The next option was to remove acetabulum cup and replace which was performed. The poly taken out had one locking ring and the replacement poly that was to be inserted had 2 levels of locking rings.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Device was discarded. Should device become available, the evaluation summary will be submitted in a supplemental report.